Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported that upon repositioning during the insertion procedure in the right eye, a xen 45 gel stent "fractured into 3 pieces left in scs". Device remains implanted. No patient injury occurred.